Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however the customer returned a representative sample for evaluation. A visual exam was performed and no defects were observed. Functional testing was also conducted and the sample passed. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned re presentative sample. At the manufacturing site, 100% drop testing and visual inspection is conducted after the assembly process; therefore, any defects would be detected prior to release.

Event description:
The complaint is reported as: "the filter does not allow the ventilator to bring volume to the patient, the respiratory therapist was the one who noticed that the patient is short of breath and proceed to suction the patient, he observed the airway is clean and change the filter for other brand. The patient is much better" it was reported the patient did not get oxygen and when the filter was changed the patient's oxygen improved. It was reported the patient was suctioned, had an abg (arterial blood gas), nebulization therapy, and change of filter.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the filter does not allow the ventilator to bring volume to the patient, the respiratory therapist was the one who noticed that the patient is short of breath and proceed to suction the patient, he observed the airway is clean and change the filter for other brand. The patient is much better". It was reported the patient did not get oxygen and when the filter was changed the patient's oxygen improved. It was reported the patient was suctioned, had an abg (arterial blood gas), nebulization therapy, and change of filter.